Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown sized amplatzer amulet occluder was implanted. On (B)(6) 2022, transesophageal echocardiogram (tee) performed during a follow up appointment showed a thrombus adhered to the disc of the occluder on the pulmonary vein ridge side. The patient was prescribed a 6 week regimen of oral anticoagulant. The patient will return at later date to be re-evaluated using transesophageal echocardiography. The patient was stable at the time of report.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the thrombus appeared as a thin membrane on the atrial disc of the 22mm amplatzer amulet occluder. When implanting the occluder, the unknown delivery sheath was not in the patient for a significant period of time. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. The patient activated clotting time levels (act) were 250 to 300 throughout procedure. The patient was prescribed aspirin and plavix post-procedure. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The cause of thrombus formation/adhered is unknown. The patient was started on a 45 day regimen of eliquis and discharged at the time of report.

Manufacturer narrative:
An event of thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. G1: manufacturing site corrected to #3014918977.